Manufacturer narrative:
Failure analysis noted that the insulin pump passed the displacement, rewind, basic occlusion, prime/compromised force sensor system alarm and excessive no delivery alarm tests. There were no excessive no delivery alarms and battery out limit alarms noted. The pump functioned properly. The pump had intermittent button response due to corroded keypad traces. The unit had a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed no delivery. The customer's blood glucose was 325 mg/dl at the time of incident. The customer treated with a manual injection. The customer was not able to clear the alarm. The customer stated that the scroll bar was not moving up or down. The customer was advised that the up or down button may be stuck. The customer stated that there was no response from any buttons. The customer was advised to revert to a back-up plan and that the pump would be replaced. The pump was returned for analysis.